Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 210 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Event description:
Customer reportedly received results of 83 mg/dl and 220 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.